Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that an altitude alarm occurred after falling into water. The customer's blood glucose (bg) level was 372 mg/dl. The customer reverted to alternate insulin therapy.